Event description:
A hospital in (B)(6) reported that there was a loose connection between an rt021 catheter mount and the tracheostomy tube (made by (B)(4)). This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt021 is sold in the USA, but has no 510(k) number as it is considered a class I device. Method: the complaint rt021 catheter mount was returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: visual inspection revealed that no damage was found on the connector. The inner diameter of the patient connector was measured and checked against product specifications. It was found to be within specification. A lot check revealed no other complaint of this type for lot 111221. Conclusion: no fault was found on the complaint device as no damage was observed and the device was within specifications. All rt021 catheter mounts are pressure tested during production, and those that fail are rejected.